Manufacturer narrative:
Device power up properly after battery installation. Device passed the sleep current measurement, active current measurement self test and displacement test. No blank display noted during testing. Device functioning properly. Device also received with cracked case cracked battery tube threads, cracked case corner of belt clip rail and faded serial number label. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was not working. The customer¿s blood glucose level was unknown at the time of the incident. Insulin pump was dropped had crack and turned off. Insulin pump battery compartment was damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Customer declined troubleshooting for blank display. The insulin pump will be returned for analysis.